Event description:
Vent failed to adequately oxygenate the patient over 3 days. Verified setting at 100. Vendor determined blender failure. Before vent was identified as culprit, patient underwent other testing in an effort to determine why oxygen levels remained suboptimal.what was the original intended procedure?maintain oxygenation levels at 100%.